Event description:
Pt had mid line catheter placed 10:30 am with dilaudid drip. No difficulty at time of insertion. The catheter was inserted 6 in into l antecubital. Pt did well and experienced good pain relief until about 3:45 pm when pt described severe facial flushing and shortness of breath and sensation of doom. Dr notified immediately and catheter removed. Pharmacist felt anaphylactic shock could not occur that late from a shot given as ordered. Oral decadron given as ordered. MFR called by rn. Pharmacist felt anaphylactic shock could not occur that late from a silicone catheter. He thought it normally occurred within 30 mins to 1 hr after insertion.